Manufacturer narrative:
(B)(4). E1 initial reporter state -(B)(6). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported on approximately (B)(6) 2024, the patient experienced a skin reaction with itching, redness, and scar underneath sensor pod area only. According to the patient the skin reaction occurred 4 days after the sensor had been inserted in the abdomen. The reaction was treated with personnelle cream (otc). No photo was provided. There was no documentation of a medical intervention. No other details were documented and multiple attempts to contact the patient for more information were unsuccessful. The scar was present more than 3 months after the skin reaction occurred. No additional event or patient information is available.